Manufacturer narrative:
(B)(4). Insulin pump was received with minor scratched lcd window. No crack on lcd window noted.

Event description:
Customer reported that the display screen on the insulin pump has a crack from top to bottom. Blood glucose value 139 mg/dl. Customer stated she was not aware of how the damage occurred; she just noticed the crack. Nothing further reported.